Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Pump received with cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicates the pump had a motor error. It was reported the insulin pump was exposed to high magnetic environment. The customer was ale to clear the alarm and rewind the pump. It was reported there were more than one motor error alarm in the alarm history. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.